Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider. Regarding a patient who was receiving unknown baclofen (did not ask mcg/ml, at did not ask mcg/day) via an implantable pump. For unknown indications for use. It was reported, that the patient arrived at the emergency room (ER) with fever, headache, neck pain and ultimately had meningitis. The healthcare provider (hcp) stated, that they have been titrating the pump dose. And will be explanting the pump tomorrow to return it for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8782 serial# (B)(6) ubd 2025-10-18 UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 30-jul-2024 from the healthcare provider via a company representative who reported that the pump was removed due to concern for infection. At the time of explant there was concern for infection. A new pump was implanted (B)(6) 2024 after the infection was treated by the patient¿s medical team. The issue was resolved at the time of the report. It was noted the patient¿s medical history included cerebral palsy. The pump was used to deliver gablofen at 100mcg/day.

Manufacturer narrative:
H3. Analysis of the returned pump and catheter determined that they were returned due to a non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.